Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced hyperglycemia event on (B)(6) 2025 and went to emergency room and eventually got hospitalized.the event occurred within three or more hours after insertion. The insertion site was abdomen.the duration of emergency room stay for 12 hours.the blood glucose level was 19 mmol/l at the time of event and the patient got treated with intravenous fluids of saline and insulin.the patient has not been released from the hospital. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.